Event description:
Treatment of a left ophthalmic aneurysm. It was reported the distal section of the pipeline did not open during deployment. A balloon was used and the device opened successfully. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).